Manufacturer narrative:
The insulin pump was unable to prime during prime/ compromised force sensor test due to faulty force sensor resistor (gold). Analysis unable to verify excessive no delivery alarm due to prime anomaly. Pump received with cracked display window. There was no moisture damage on electronics. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the pump had a no delivery alarm. The blood glucose at the time of the incident was 220 mg/dl. The customer performed troubleshooting was able to resolve the no delivery. However the customer state the pump had a crack screen and condensation the device will be returned for analysis.